Event description:
A talent bifurcated stent graft system was implanted in a patient for the endovascular treatment of a 9cm abdominal aortic aneurysm approximately 4 weeks ago. The aortic neck had an angulation of 90 degrees. It was reported that the stent graft was successfully implanted followed by an extension of the ipsilateral limb down to the hypogastric artery. There was difficulty cannulating the contralateral gate; therefore, an attempt was made to go up and over the bifurcation, then snare the wire into the gate. During this process, the stent graft fell into the aneurysm sac as the physician was pulling too hard on the wire and was pushing on the delivery system. The decision was made to convert the pt to open surgical repair and not to attempt endovascular repair with cuffs. The next day the pt was brought back and the stent graft was removed. A dacron graft was then sewn in to the aorta and the aneurysm sac was closed over that. The stent graft was intact and it was discarded after the procedure. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation results: (severely angulated aortic neck) and (stent graft was pulled down with the wire). Conclusions: (severely angulated aortic neck) and (stent graft was pulled down with the wire). -other (difficult to cannulate).